Manufacturer narrative:
The device is related to the reported event; however there is no evidence to suggest that a device malfunction caused or contributed to the reported event. A review of the controller log files associated with the event confirmed reported increase in power consumption. Starting (B)(6) 2015 there is an increasing trend in power consumption to current device parameters outside of normal operation. A sudden rise in power consumption was logged on (B)(6) 2015 to a peak of 5.0 w outside of normal power consumption. Two (2) high watt alarms were logged starting on (B)(6) 2015 at 16:37:02. The high watt alarm limit was set to 6.0 watts. Waveforms of this nature may be indicative of a thrombus event of change in patient state. Waveforms of this nature may be indicative of a thrombus event of change in patient state. Additional information received indicates that the patient presented with symptoms of elevated plasma-free hemoglobin (pfh) or serum lactate dehydrogenase (ldh) and abnormal pump sounds. His anticoagulation was controlled. The patient subsequently expired, date of death was not provided. Cause of death is reported to be sepsis (blood-stream infection: candida); and multi-organ failure. Certificate of sterility (to be included in DHR section) a review of the device's sterility report (report #(B)(4)) confirmed that the product was certified as sterile & non-pyrogenic. Upon completion of the review, it was concluded that the unit met the internal requirements prior to its quality assurance release process. Sepsis and multi-organ failure are potential events that may be associated with use of the product. The IFU provides guidelines to reduce the occurrence and severity of these clinical adverse events. Those with compromised immune systems and/or treated with multiple antibiotics are more susceptible. Investigations of complaints with similar circumstances were reviewed; events related to sepsis/infection and multi-organ failure are multifactorial and may be attributed to pre-existing conditions and progression of these diseases, the hvad system, the implant procedure, and/or required concomitant therapy. Clinical factors that may have contributed to the patient outcome include the patient's recent infection, the implant procedure, liver insufficiency, and comorbidities. The root cause of the reported event cannot be conclusively determined; however, there are patient, procedural, and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. High watts alarms, an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump. Thrombus is a known potential complication associated with all patients implanted with vads as outlined in the labeling. The instructions for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. The company is seeking this information through the event investigation. Current device location is unknown.

Event description:
Information was received from (B)(6) that since (B)(6) 2015 there was continuous pump power increase without significant hemolysis parameters; inconclusive due to liver insufficiency, but there was acoustical signs of pump thrombosis. All signs for a pump thrombosis increased in the following days. A pump exchange was performed on (B)(6) 2015. It was indicated that the pump would not be returned to the manufacturer for analysis. Information noted in a user report submitted to bfarm reported that analysis of the explanted pump at the site showed multiple "thrombus-film" on the rotor of the pump as well as drag marks on the rotor back side. The analysis performed by the site states that this points to a contact of the rotor with the housing bottom, which was indicated by the site as due to pump thrombosis.